Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 117 mg/dl. Reportedly, the customer continued to use the pump along with manual injections for insulin therapy.